Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 31, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, manufacturer powered on the device and initiated therapy verifying airflow. Manufacturer during the investigation manufacturer observed an unknown dust like contamination on the top enclosure, front panel, inlet of the blower box, pca board, blower box, rear panel, bottom enclosure, blower and on the blower seal. Evidence of liquid ingress with an unknown white dust contamination consistent with mineral deposits was observed on the blower, blower box, the o-ring on the rear panel and inside of the iso (international organization for standardization) port. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified.